Event description:
Info received indicates while performing preventive maintenance the technician found the bed exit system would arm but does not alarm.

Manufacturer narrative:
The technician replaced the bed exit tape switches to repair the bed.